Event description:
Description of event according to study(wce-1713: zenith alpha thoracic post market retrospective study): site marked not successful access of the target lesion and deployment of graft in the intended location. On (B)(6) 2019, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of three zta devices. The most proximal was a zta-pt-44-40-179 (e3777944), a zta-pt-44-40-233 (a3517786), and the most distal was a zta-d-42-204 (e3649517). The site marked that there was not successful access of the target lesion and deployment of graft in the intended location. This was described as, ¿no optimal deployment and proximal seal of device due to angle of the aneurysm.¿ there was no evidence of device issues or endoleaks at the completion of the procedure. Patient outcome: there have been no adverse events entered. The patient died on (B)(6) 2019, 313 days post-procedure. The cause of death was unknown.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a zenith alpha thoracic post market retrospective study cook became aware of this event. On (B)(6) 2019, the patient was routinely treated for a fusiform thoracic aortic aneurysm with placement of three zta devices. The most proximal was a zta-pt-44-40-179 (complaint device), a zta-pt-44-40-233, and the most distal was a zta-d-42-204. It was reported that there was not successful access of the target lesion and deployment of graft in the intended location. This was described as, ¿no optimal deployment and proximal seal of device due to angle of the aneurysm.¿ there was no evidence of device issues or endoleaks at the completion of the procedure. No reported interventions, but no 1-month follow-up due to "transfor to other hospital". It was reported that the diameter of proximal neck was 50mm to 51mm and 46mm to 48mm of distal neck. A proximal and distal seal zone of 99mm and radius of curvature was reported to be < 20 mm and the localized angle was reported to be > 45 degrees in any segment of aorta into which deployment of the device is intended. The patient died on (B)(6) 2019, 313 days post-procedure. The cause of death was unknown. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. The reported event is related to the implanted stent graft. This complaint originates from a post-market study (pmcf) where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label. The IFU describes how the stent graft is designed for use in patient's without severe angulation (radius of curvature < 20 mm and localized angulation > 45 degree) and aortic neck diameters no smaller than 20 mm and no larger than 42 mm. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. It was reported by the site that ¿no optimal deployment and proximal seal of device due to angle of the aneurysm¿. It is assessed that the angulation of the patient anatomy prevented the successful seal in this case. Furthermore, undersizing of the graft diameter is noted. Proximal neck is reported to be 50-51 mm and diameter of stent graft is 44 mm. According to the IFU a 10 to 25 % of oversizing is recommended. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.